Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found, however, the distal conductor contained blood/ body fluid. (B) (4) the full lead was returned and analyzed. No anomalies were found, however, the distal conductor contained blood/ body fluid.

Event description:
It was reported that during the implant procedure, the leads were unable to remain stable in the branch. It was noted that the patient's coronary sinus had a "very tight bend". It was observed that blood was throughout one of the leads ((B) (4)). The leads were not implanted. No patient complications have been reported as a result of this event.